Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing causing pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes the programming changes was performed. The patient was in stable condition.